Manufacturer narrative:
Initial.

Event description:
It was reported that the user, new to therapy, experienced elevated blood glucose of 260 mg/dl after being disconnected from the ilet during a shower before a supply change; the customer care agent provided education on the system¿s correction algorithm, and the user planned to monitor. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information to identify a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established and use error may have contributed to the event.